Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and water tightness was lost due to a pinhole on the bending section cover adhesive. Also, evaluation found the following: no electrical continuity due to damage on distal end, adhesive on bending section cover rubber had a chip, due to wear of angle wire, bending angle in up direction did not meet the standard value, universal cord had a wrinkle, light guide cover glass was dirty, and the scope connector cover unit, scope connector, universal cord, image guide protector, insertion tube rotation ring, switch box, angulation lever, up/down angulation lever plate, the grip, suction cover, control unit, and the connecting tube all had scratches. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the defect was likely caused by stress of repeated use, external factors, or handling, a definitive root cause of the peeled adhesive could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the evis lucera elite bronchovideoscope was leaking. There was no report of patient harm associated with this event. During device evaluation at olympus, it was found the coating of the image guide serpentine was peeled off. The report is being submitted due to the peeled coating found during evaluation.